Manufacturer narrative:
D10: ((B)(6)) 200-07-29 - advanced patella 29m 3 peg implant ((B)(6)) 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t ((B)(6)) 02-022-44-2511 truliant tib imp psc insert sz 2.5, 11mm multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02348. If no device return, but images, radiographs, and/or op notes received for investigation: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 38 months after a left total knee replacement procedure, the patient underwent a revision procedure to address increased swelling, pain, instability and prosthesis wear/loosening. Initial surgery and revision surgery operative notes were provided. Post operative findings noted failed left total knee secondary to polyethylene wear and aseptic loosening of the femoral component. Intraoperatively, the surgeon observed no signs of infection or purulence. Synovitis, scar tissue and early wear of the patellar button and a loose femoral component were noted. These components were removed with minimal bone loss. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
Report number:1038671-2023-02348 this follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.